Event description:
Procedure: cholecystectomy. According to the reporter: two months ago, the patient had the surgery and came back re-op week later, gi bleeding, surgeon stated failed staple line. No other information was provided.